Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02907. It was reported the patient had high impedance on one of their leads. Reprogramming was unsuccessful. X-rays were taken and the physician believes the lead may be fractured near the anchor. As a result, the patient is awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02907. The leads were seen under fluoro imaging on (B)(6) 2019, which showed that both leads were fractured along with high impedance on both.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02907. Additional information revealed that patient had their entire system explanted and replaced. The ipg was replaced electively. Postoperatively, effective therapy was restored.